Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were taking some "medicine a doctor had prescribed them and were driving and all of a sudden they blacked out". The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.